Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, there were episodes of low pacing impedance and noise that resulted in oversensing and pacing inhibition on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. Patient was stable and will continue to be monitored.